Event description:
Target was informed that during the procedure coils felt tight at the tip of the catheter. The catheter was removed and found that it had ballooned between the distal markers. This was discovered during inspection of the catheter on 6/5/98. The patient was not affected by this occurrence.